Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. During implantation, it was not possible to place the pump in the left ventricle due to the vascular condition of the patient. The procedure was aborted and was implanted with an impella cp.